Manufacturer narrative:
The device history record (DHR) review was completed and there was no nonconformance found related to this event.

Manufacturer narrative:
Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient's registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is currently in process. Device not returned.

Event description:
It was reported that the device was explanted after implant duration of approximately 58.8 months, due to mitral regurgitation and mitral insufficiency. Per the operative report (2009), "inspection revealed the prosthetic valve to be intact, however, there appeared to be panus ingrowth over two of the struts of the valve. The valve was sharply excised from its annular attachments retrieving pledgets and debris." Reportedly, the patient was returned to the ICU in stable condition.